Event description:
It was reported that a jazzstd rollator had a broken weld in the frame.

Manufacturer narrative:
(B)(4). - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03667 indicting the manufacturer as hero exports with a FDA registration number of (B)(4). The correct manufacturer is (B)(4) and the FDA registration number should have been reported as (B)(4). Section f should not have been completed as this is an invacare product. This product is not distributed in the USA and a submission to the us FDA was not necessary.